Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during step 2, the plunger did not engage to deploy the locator wings. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 169 mg/dl, 60 mg/dl, and 128 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation of the device received indicated it was partially deployed. The plunger was in the safety release activated retracted position with subsequent locator wings retraction. The spring retainer, an internal component of the handle, was visible adjacent to the plunger indicating the safety release had been activated which retracted the plunger and locator wings. An internal component inspection indicated all parts were undamaged and in their proper positions for the state of deployment. The safety release rod and spring retainer were manually tested for engagement and the two components remained engaged during testing. After resetting the device for redeployment, the thumb advancer was fully deployed with no premature locator wings collapse occurring. Based on the investigation findings, the device performed according to specification. The probable root cause for the product experience was user error. Although it could not be confirmed, it appeared that the operator accidently activated the safety release. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.